Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
A doctor reported that upon examining a patient he noted that the intraocular lens implanted in the patient's eye five years previously had become cloudy. Patient's visual acuity is 0.3 with poor contrast sensitivity. The hazing was thought to be due to posterior capsule haze and a yag laser capsulotomy was performed. This caused pitting of the iol. The doctor intended to explant the lens in (B)(6) 2013.

Manufacturer narrative:
Additional information from the physician: the attached substances on the surface of the posterior iol were assumed as something like sticky materials of adipose origin. (Because the substances came off, when the chamber was removed; the substances were turned out to be on the posterior surface of the iol within the chamber.) Placeholder.

Manufacturer narrative:
It was further reported that the patient was operated on today, (B)(6) 2013. The doctor thought it (opacification) could be posterior capsule opacification and performed a 3-port vitreous surgery with a 25g vitreous cutter to tear the posterior capsule. It turned out that the opacification was not on the posterior capsule but on the posterior lens. The surface of the posterior lens was cleaned by scraping with the cutter, the lens was not replaced. The lens was not completely cleaned, but it was acceptable, and the surgery was completed. The iol remains clean. The opacification was caused by attached substances on the surface of the posterior lens. The doctor indicated he did not know what the substances were. (B)(6). The box, initial use of device, was not checked in the initial MDR and is being checked in the supplement MDR. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The lens was not explanted. All pertinent information available to the manufacturer has been submitted.